Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding the diana pump, alleging an overheating event. The report stated that the customers were having issues with the refurbished units when they took them out of the box and got them ready. Issues were happening with the fan inside the unit, and they were activating and running very loudly within the first several seconds of turning them on, like they were overheating and having issues. Some have even shown a heat warning and said to power down the device - again, within the first several seconds of turning them on. The event occurred during set-up, after being removed from the box. There was no patient harm.

Manufacturer narrative:
Correction in h8. Additional information in d9. The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review was performed, and no nonconformities were identified.